Event description:
It was reported that flow issues occurred with a unspecified bd infusion device. The following information was provided by the initial reporter, "patient was connected to primary tubing, primed with ns in preparation for his topotecan continuous infusion bag change. The chemo and bd phaseal injector luer lock were connected to the bd phaseal luerlock connector. However unable to back prime saline. After rechecking all connections by fastening and refastening each connection area, the chemo was unable to be back primed until both the luer lock connector and injector luer lock were exchanged with new parts." 1 of 5 complaints.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident and a root cause could be determined. A device history review could not be completed as no batch number was provided. Bd was not able to duplicate or confirm the customer¿s indicated failure as no product code, batch, or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
It was reported that flow issues occurred with a unspecified bd infusion device. The following information was provided by the initial reporter, "patient was connected to primary tubing, primed with ns in preparation for his topotecan continuous infusion bag change. The chemo and bd phaseal injector luer lock were connected to the bd phaseal luerlock connector. However unable to back prime saline. After rechecking all connections by fastening and refastening each connection area, the chemo was unable to be back primed until both the luer lock connector and injector luer lock were exchanged with new parts." 1 of 5 complaints.

Manufacturer narrative:
The correction is as follows: f.10 device codes: 1354; h3 other text : see. H.10.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. (B)(4). Device expiration date: unknown. Device manufacture date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that flow issues occurred with a unspecified bd infusion device. The following information was provided by the initial reporter, "patient was connected to primary tubing, primed with ns in preparation for his topotecan continuous infusion bag change. The chemo and bd phaseal injector luer lock were connected to the bd phaseal luerlock connector. However unable to back prime saline. After rechecking all connections by fastening and refastening each connection area, the chemo was unable to be back primed until both the luer lock connector and injector luer lock were exchanged with new parts." 1 of 5 complaints